Manufacturer narrative:
A sample was received for evaluation. The drape was observed to have a burn mark with about three small holes about 2 1/2 inches form the center of the drape. It looked to be caused by a graduate of some sort. The DHR was reviewed and it was noticed that this lot had (B)(4) pcs that were manufactured from 07/20/2017 to 7/21/2017. No defects were reported during quality inspection. Based on the DHR and sample review this issue does not appear to be the result of a personnel, process, or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer no actions are being taken at this time.

Event description:
At the end of the case, the customer noticed that there was fluid in the bottom of the warmer. She noticed a hole in the drape that did not appear to be caused by the warmer burning a hole in the drape. She believes that the drape was defective. No patient injury or treatment was reported for the incident.